Manufacturer narrative:
E1: (B)(6). G4: premarket / 510(k) #: k142259, k163701.

Event description:
It was reported that microcatheter fractured occurred. The target lesion was located in the liver vessel. A ngmc/transend/021/bern/1ro/130 direxion was selected for use. During the insertion, it was noted that the microcatheter was fractured inside patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the fracture was located in the tail-end of the microcatheter and the inner lumen was still intact.

Event description:
It was reported that microcatheter fractured occurred. The target lesion was located in the liver vessel. A ngmc/transend/021/bern/1ro/130 direxion was selected for use. During the insertion, it was noted that the microcatheter was fractured inside patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6). G4: premarket / 510(k) #: k142259, k163701.